Manufacturer narrative:
The reported complaint of r wave undersensing after pause trigger was confirmed. The undersensing was because the r wave occurred during contact check operation during which sensing is blanked. This is an expected behavior of assert-iq due to the contact check design.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s implantable cardiac monitor (icm) showed false pause episodes due to a diagnostic anomaly. No intervention was performed and the patient had no adverse consequences.